Event description:
It was reported that the table locks were not actuating, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). The situation was discovered during setup. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) evaluated the system and found a misaligned foot pedal, resulting in a simulated float command. The fe adjusted the foot pedal and verified that the table locks were performing as expected.